Event description:
The customer reported that the system experienced an immediate loss of system functionality, an un-commanded shut down, and failed to boot back up. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge representative performed an onsite investigation. An electrical wire to the circuit breaker was evaluated and repaired. The system was tested and found to be working as intended and returned to service.